Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose was meter 6.8 and lab 5.3 mmol/l within 3 mins with the difference of 1.5 mmol/l. Pt did not experience any adverse events. No further info has been reported.